Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is originally reported as a not MDR reportable event. This event is part of (B)(6) clinical study. It was reported that one (B)(6) male patient underwent pulmonary vein isolation procedure and suffered hematoma which did not require any medical intervention. The patient had a medical history of pulmonary embolus and deep vein thrombus. The issue was resolved without sequelae. The principal investigator assessed this event as not device related and definitely procedure related. This event is re-assessed to MDR reportable when new information was received on (B)(6) 2016. The patient suffered a vascular pseudoaneurysm requiring compression (instead of hematoma without medical intervention). Issue was resolved without sequelae.